Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention (pci) was performed on a 20 x 2.25mm, with a greater than or equal to 90 degree bend, located in a severely tortuous and severely calcified left anterior descending artery (lad). A 20 x 2.25mm promus premier select drug eluting stent was advanced and deployed. However, while removing the delivery system, the stent broke at the severe calcification. It was noted that the stent was broken when the stent was drawback at the severe calcification. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 20 x 2.25mm promus premier select stent delivery system was returned for analysis without the stent. A visual examination of the stent found that the stent was not returned as it was successfully deployed at the lesion site. The balloon cones were reviewed, and signs of positive pressure were noted as the balloon appeared deflated with blood like substance inside balloon cones. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrusion at the guidewire exchange port measured at 24.5 cm proximal to tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention (pci) was performed on a 20 x 2.25mm, with a greater than or equal to 90 degree bend, located in a severely tortuous and severely calcified left anterior descending artery (lad). A 20 x 2.25mm promus premier select drug eluting stent was advanced and deployed. However, while removing the delivery system, the stent broke at the severe calcification. It was noted that the stent was broken when the stent was drawback at the severe calcification. No patient complications resulted in relation to this event.